Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was further determined that the device failed pretest for check the power with test bench, check starting behavior, check for excessive noise, check for untrue running, check triggers for forward / reverse mode, check function of soft mode switch (safety system), check for air leak, and check reverse locking mechanism. It was noted in the service order that the device did not work and it was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.